Manufacturer narrative:
Patient was a female. Follow-up with the customer indicates that they were trying to use the vari-stim device to determine whether the sphincter was functioning during a sphincteroplasty for a female that just had a baby. The doctor opened three devices and they did not work. They were unsure of whether or not the vari-stim was the correct device to use. They did not believe the vari-stim was able to tell them whether or not the sphincter was functional. This information was provided during a follow-up with the initial reporter, (B)(6).

Event description:
Follow-up with the customer indicates that they were trying to use the vari-stim device to determine whether the sphincter was functioning during a sphincteroplasty for a female that just had a baby. The doctor opened three devices and they did not work. They were unsure of whether or not the vari-stim was the correct device to use. They did not believe the vari-stim was able to tell them whether or not the sphincter was functional.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, a product analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that intraoperative, the site called to report the vari-stim was no longer making the nerve twitch. They were only 30 minutes into the case and it was responding initially. There was still an led lighting up on the back. The patient was under mildly heavy anesthesia. They were stimulating at 2. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.